Event description:
As reported, proper hemostasis was not achieved with a 5f mynx control vascular closure device (vcd) despite following instructions for use (IFU). Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. There were no issues noted during balloon retraction / button # 2 step. The device was stored, prepared, and used per instructions for use. The physician was certified in the use of the device and had prior experience. The device was used in a coil procedure with a retrograde approach. The femoral artery was assessed by angiography and confirmed suitable, including insertion angle of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was greater than 5 mm. There was no stent near the puncture site, no stenosis greater than 50% at the puncture site, and the site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The patient has history of coagulopathy. A non-cordis introducer sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.